Event description:
As stated by the customer (B)(6) 2012; lifter was lowering by itself with pt. Pt was hurt, open wound on the lower arm.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.